Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06feb2020.

Event description:
It was reported that the unit declared a "patient circuit occluded" alarm. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that after replacing the power management to motor controller cable, the blower stopped running, there was no flow from the pneumatic screen, and the occlusion occurred. The technician recommended that the customer replace the motor controller board. The customer reported replacing the motor controller board and the issue was resolved.